Event description:
Per the clinic, the device was explanted under general anaesthetic on november 08, 2023 due to the need for MRI. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 20, 2023.

Manufacturer narrative:
This report is submitted on february 15, 2024.